Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2006-08-02.

Event description:
It was reported that the patient underwent a pocket revision for hematoma a few weeks post-defibrillator implant. The defibrillator remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.